Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4) there were 9 uses remaining after this last usage. No photo or video was provided by the site for review. This complaint is considered as reportable due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument arced during the procedure. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b, i.e patient race, ethnicity, relevant tests, results, and patient medical history were not provided. The expiration date in section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the customer observed an electric arc when activating the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical (is) has requested additional information regarding this event. However; no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. Fa found the primary failure of thermal damage between yaw pulley grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause of thermal damage between grips instrument bipolar yaw pulley is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. An additional observation not reported by the site was also observed. The instrument was found to have insulation damage on the conductor wire. The internal wires were not exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing. Electrical continuity was tested and passed. The root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.